Event description:
During cardiovascular procedure the ge a8010ka stopped working. The equipment was rebooted and then did function. This did cause a delay in the procedure. However, the pt tolerated the procedure well and there were no complications. The pt did require nitroglycerin during the case for hypertension.